Manufacturer narrative:
On mar 13, 2023, additional information was received indicating the date of implant was (B)(6) 2020. The date of event was identified as dec 1, 2022. The replacement device serial number was identified as (B)(6). On mar 21, 2023, the mentor failure analysis lab received the device for evaluation. Additional information was received with the device indicating the date of explantation was (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 400cc breast implant had an area of missing material measuring approximately 0.2 x 0.2 cm within a tear on the posterior view, measuring approximately 5.1 cm. Microscopic examination was performed on the edges of the tear and the missing material, no parallel striations were found in an area of the tear and the missing material. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, a visual evaluation of the missing material indicates that the implant could have been damaged by an instrument during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, drain trocar, cannulas, or scissors to contact the device during the implantation or other surgical procedures. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with mentor memorygel breast implants 400cc and experienced rupture on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent device removal on an unspecified date.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture . Manufacturer¿s reference number: (B)(4).